Manufacturer narrative:
(B)(4).

Event description:
Additional information was received which reported that there was fluid excretion on the patient¿s head again. The fluid had dried up and formed a crust on the head. The reporter stated that ¿in all probability¿, there was skin rupturing again which was causing the fluid to come out. It was unclear if this was an additional occurrence to that which had been previously reported or the reporter was re-iterating that which had been previously reported.

Event description:
It was reported that due to the electrodes in the patient¿s head, there had been a ¿substantial amount¿ of fluid secretion, all of which had dried up and formed a ¿huge dry crust¿ on the head. This was reportedly the third time this was happening. According to the reporter, the wires under the skin were visible during the previous two occurrences, at which times, the area was cleaned and the skin on the head was stitched. Additionally, the chest area, where the implantable neurostimulator (ins) was implanted, got infected once and the skin ¿raptured¿ and the battery was ¿clearly visible from the outside¿. Incisional wound opening was noted. The patient had reportedly ¿suffered so much¿ due to the repeated surgeries on her head. If additional information becomes available, a follow-up report will be made available.